Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2240, which occurred on the homechoice (hc) during dwell 4 of 5. The home patient (hp) was still connected. The supply bag was empty and there was only solution in the heater bag. The baxter technical service representative (tsr) asked if there were any bags that came undone. Per the hp, no bags came undone. The tsr explained the alarm and help the hp with clearing the alarm. The hp would finish with manual bag. There was patient involvement but no serious injury or medical intervention was reported. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding the reported problem. The hp could not recall any alarm and did not provide any information. There was no injury or medical intervention reported. The peritoneal dialysis registered nurse (pd rn) contacted baxter product surveillance on (B)(6) 2011 regarding the home patient (hp) having a system error (se) 2240 alarm. The pd rn was not aware of any alarms or any occurrences where there was air in the lines. Per the pd rn, the hp was continuing therapy without any other complications. No further information was provided. There was no injury or medical intervention reported.

Manufacturer narrative:
(B)(4). A sample was not available. A follow-up report will be filed upon if any additional information becomes available.

Manufacturer narrative:
(B)(4). This complaint for the system error 2240 (air in line) occurred during dwell 4/5 was not confirmed due to a lack of sample. Not enough data is available within the complaint to identify root cause; therefore, the root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through CAPA # (B)(4).